Event description:
A nurse reported that an intraocular (iol) lens was implanted and removed during the same procedure due to the patient's compromised capsular bag. The nurse reported that it was necessary to explant the iol and replace it with a three piece backup iol. She also reported that during the explantation, a haptic was torn off. Additional information was requested.

Manufacturer narrative:
The lens was returned. Haptic and optic damage was observed. Solution is observed on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the report of capsule compromise. The lens was damaged. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is most likely related to customer handling. The customer indicated the lens was damaged during the explant procedure. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).